Manufacturer narrative:
Evaluation summary is not attached.

Manufacturer narrative:
Visual examination of the returned driver found that the most distal portion of the tip had broken off from the instrument. Review of device history records confirmed the instrument was manufactured to specification requirements. No definitive conclusions can be made as to the cause of tip breakage. However, a CAPA was implemented which addressed tip breakage through design modification and material change. Testing on production level instruments had determined that tip breakage was the result of a brittle fracture of the material. This production lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports inspection of a returned loan kit found the tips of four viper2 x-tab polyaxial screw drivers, all catalog# 286760010, had broken off from the instruments. It is not known when or where tip breakage occurred. This medwatch report is being filed for one unit, lot mi20040. See mfg medwatch report# 1526439-2013-12702 for two units, lot mi19980. See mfg medwatch report# 1526439-2013-12703 for one unit, lot mi19981.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.